Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a device shutdown when unplugged. There was no patient involvement. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). Updated fields - b5, d9, b4, g3, g6, h3, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d5, e2, e3, e4, e1, g2. It was reported that during fsca process the cardiosave intra aortic balloon pump (iabp) shuts down when unplugged. The device was inspected for fsca procedures numbered 2249723-05/05/2023-008-c and 2249723-06/02/2023-013-c / (B)(4). However, the malfunctions were not related to fsca.there was no patient involvement and no adverse event reported. It was determined that the device shuts down when unplugged during the fsca procedure. Service scheduling is required for fault diagnosis. The device is not suitable for clinical use. The service order was closed due to timeout because the infrastructure requirements notified by getinge technical service were not met by the organization. The customer does not have an agreement with getinge. A paid service price quote was sent for fault diagnosis, but the customer did not approve it. In future if we receive any update will reopen and update the investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a device shutdown when unplugged. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings).

Event description:
N/a.